Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the connector between the infusion tubing and cannula of the infusion set was defective. The reporter stated that it was not correctly connected at the headset. This issue occurred with another infusion set from the same batch. No adverse event was reported. The infusion set was requested to be returned for product evaluation.